Manufacturer narrative:
(B)(6). Component code of ¿appropriate term/code not available" represents "no findings available." The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30422949m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation for atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. Approximately 2 hours since the beginning of the procedure, after left pulmonary vein isolation (lpvi) was completed, when moved to right pulmonary vein (rpv), blood pressure was dropped to near 70mmhg and effusion was confirmed checked by echo. A diagnosis of cardiac tamponade was made and the ablation was stopped. Pericardiocentesis was performed and the case was aborted. After draining the pericardial fluid, the blood pressure returned to 120mmhg and the condition recovered. The patient was followed in the cardiac care unit (ccu). The physician¿s commented that there was no particular problem with this product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on (B)(6) 2021, on the event. The patient¿s gender is male. Transseptal puncture was not done during this case. There was no evidence of steam pop during the ablation. No error messages were reported. There¿s no indication that prolonged hospitalization was required. Patient had fully recovered from the event. The physician¿s commented that that there was no particular problem with this product and did not attribute the causality of the event to the biosense webster, inc. Product. Therefore, a3. Gender was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).